Event description:
This report is based on information provided by philips' remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+ indicating that the functional test randomly fails during the defibrillation test. There was reportedly no patient involvement. The device was evaluated by a remote service engineer (rse) who analyzed the logs and identified that the capacitor is defective, with energy being low. Due to the obsolescence of the equipment, the necessary part to address the defect is no longer available in stock. The customer was informed that service could no longer be completed on the unit as the device had reached the end of life (eol). As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was informed about the end-of-life terms, and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.